Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the ise tubing y-connector to resolve the issue. The fse cleaned the analyzer and performed calibration, and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported failing ion selective electrode (ise) calibration and the drain was not draining on their au480 clinical chemistry analyzer. As a result, the analyzer generated high patient results for sodium (na), potassium (k) and chloride (cl) for six (6) patients, which were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for six (6) patients.